Manufacturer narrative:
Service engineer: the service engineer (se) replaced the inspiratory flow module (ifm) printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed. Product analysis: an ifm pcb was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; functionality testing was performed and diagnostic logs were reviewed. An investigation was performed and the product analysis technician reported that the root cause was isolated to the auto zero solenoid valve component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed a short self test (sst). The ventilator was not in use on a patient at the time of the reported event.